Event description:
A pt left the device plugged in and it got hot enough to leave a dark spot in the counter top. The pt could see smoke coming from the machine. Device MFR date: 03/2010. Consumer reporter details withheld USA.